Manufacturer narrative:
This product is manufactured in (B)(6) but is not marketed in the u.s. Diopter: -12.00/+2.00/x107 (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -12.00/+2.00/x107 diopter in patient's right eye (od) on (B)(6) 2014. Excessive vault with elevated intraocular pressure was noted and the icl was explanted on (B)(6) 2014. No other lens was implanted. See MFR. #2023826-2015-01433 for left eye.